Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 3.3, lab: 6.0. Time between tests: < 2 hours. Therapeutic range: 2.3.5. Patient had abnormal vaginal bleeding and was sent to the hospital for treatment. No other information was provided.

Manufacturer narrative:
Investigation pending device return.